Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a cough and bronchial carcinoma. The patient did receive medical intervention and saw a pulmonologist, had surgery to remove the right lung and is now in rehab. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused a patient to develop cough and bronchial carcinoma. The patient did receive medical intervention and saw a pulmonologist, had surgery to remove the right lung and is now in rehab. Despite of three attempts 06.01.2022, 06.10.2022, 06.15.2022 ; the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In section d4 unique identifier (UDI) number has been corrected in this report. Section d4 and h6 has been updated / corrected.